Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Surgeon reported an incomplete flap in patient¿s right eye from a date of surgery of (B)(6) 2017. He kept the cone and noticed some irregularities in it. Patient was converted to photorefractive keratectomy on (B)(6) 2018.